Event description:
On (B)(6) 2010, the pt was implanted with two gore excluder aaa endoprostheses to treat a 6 cm abdominal aortic aneurysm. The pt tolerated the procedure. On (B)(6) 2010, a follow-up computed tomography scan revealed infolding at the distal aspect of the gore excluder aaa trunk-ipsilateral leg component. No further complications have been reported. The physician will continue to monitor the pt.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Additional device related to this event: pxc141000/06868239.